Manufacturer narrative:
The subject product was returned to omsc for investigation on feb. 26,2016. The investigation confirmed that the operation pipe was broken at the junction with the basket wire. And also, the basket wire and distal end of the sheath were deformed. There were no abnormalities found upon investigation of the condition of solder part and the outer diameter of the junction. As the checking of the manufacturing record of same lot, nothing abnormal was detected. Therefore, omsc assumes that the condition of the patient or stone might cause this event. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The manufacturing history of the subject device was reviewed, with no irregularities noted. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
During ercp procedure, precipitation of diameter over 15mm was discovered in main biliary duct. An attempt to proceed with above mentioned mechanical lithotriptor was undertaken. During the procedure of crushing the stone, the wires of the lithotriptor broke right by the handle of the tool. Emergency lithotriptor was used, and while it was used, the wires of the basket broke, right by the lithotriptor's turnstile. The event occurred and was notice during the therapeutic procedure. There was no immediate the threat, but a surgical removal of the precipitation and the lithotriptor's basket, stuck in the biliary duct was mandatory.